Event description:
Additional information was received indicating that the patient was checked and everything was fine. The incident was due to the device setting after the change out. Some noise was also observed. The patient was sent home and will have normal follow ups. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker fell and experienced amnesia. It could not be determined if the fall was a result of ventricular myopotential oversensing and pacing inhibition. It was reported that the patient had atrioventricular block with no intrinsic rhythm. It was further noted that the device was not reprogrammed to bipolar sensing after implant and that the issue might be due to the out of the box unipolar setting for sensing and pacing. The device was reprogrammed to bipolar. The patient was schedule for a follow up on a later date. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The patient was scheduled for a follow up. This investigation will be updated should further information be provided.